Event description:
It was reported that a patient implanted with an impella cp experienced leaking from the peel away sheath. The sheath was replaced to resolve the leaking. The patient also had hematuria. The patient was in stable condition.

Manufacturer narrative:
A4 is unknown. The product was not returned for investigation. The cause of the bleeding issue was not determined without returned product investigation and sufficient clinical details. The cause of the introducer damage issue was not determined without returned product investigation and sufficient clinical details. The device passed all inspection checks.